Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient dissociated from her par prosthesis at the extension piece and gmrs proximal femoral neck junction. It was noticed on x-ray after prosthesis had already been implanted, post-op. Had to revise the prosthesis in order to reduce the dislocation of the extension piece and gmrs proximal femoral prosthesis.

Manufacturer narrative:
An event regarding a taper disassociation involving a peri-acetabular reconstruction prosthesis v-40 taper extension piece was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the device was not performed as they were not provided for evaluation. The provided x-rays confirmed the reported event as x-ray review noted the devices are disassociated. Medical records received and evaluation: not performed as insufficient medical records were provided for review. Device history review: review of device history records indicates the lot was manufactured and accepted into final stock free of discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient dissociated from her par prosthesis at the extension piece and gmrs proximal femoral neck junction. It was noticed on x-ray after prosthesis had already been implanted, post-op. Had to revise the prosthesis in order to reduce the dislocation of the extension piece and gmrs proximal femoral prosthesis.